Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The daughter of a peritoneal dialysis (pd) patent called to report that the patient had experienced a fluid leak from the blue connector. The treatment was cancelled and the patient used continuous ambulatory peritoneal dialysis (capd) to complete the rest of the treatment successfully. Upon follow up with the patient's pd nurse it was determined that the patient had experienced a fluid leak as a result of the patient connector being disconnected from the catheter during treatment. The cassette/tubing set in question had already been discarded. The pd nurse stated that the patient did not experience any adverse events as a result of this incident and the effluent was clear. Antibiotics were prescribed as prophylactic.